Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2012 with the following findings: the keypad was found to be intact. The keypad buttons were found to be responsive. The keypad cover was removed; no contamination was found under the button key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were having response issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.